Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that the patient did not recharge the device per manufacturer recommendation, leading to the device becoming inoperable. The patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.